Event description:
It was reported that the arctic sun device would not fill. Per wo notes, during filling the fluid delivery line got removed and no suction from left manifold port and the circulation pump failed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.